Manufacturer narrative:
(B)(4). Batch # n92y39. Additional information was requested and the following was returned: just for clarification, did the device eject clips without firing them? No. If not, when you stated the device "ejected clips improperly", can you please provide further detail of what you meant by "improperly". No clips deployed in patient . Did the device fire malformed clips? Did device fire scissored clips? Or was there another issue; if yes, please provide further detail. Device fired multiple clips on back table. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and it ejected 13 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post were noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection (lar) rectopexy procedure, product misfired by ejecting clips improperly. The surgeon removed device from patient and tried to deploy clip on back table and device misfired again. Did not utilize another device. There were no adverse consequences for the patient.